Event description:
I had six amalgam fillings in temporary teeth and 13 by age 18 in my adult teeth. They were removed and replaced with new formula amalgam in 1987. I suffered my first migraines and cluster headaches following this. I had my first high blood pressure readings (140-145/85-95) at age 35. I was a strong (B)(6) 6' male and could barely walk up one flight of stairs. I was cold all the time. The skin peeled off my feet and hands and they were pink. That is classic acute mercury poisoning seen with infant teething powders. Complaints of these sudden changes got me labeled as a hypochondriac by my gp and I did not know enough to find one who would listen. These health issues lowered my job performance and I lost my academic career. I had a tooth break because of the amalgam filling in 1999, and the dentist placed one to the gum line. This improper use meant mercury went directly into my bloodstream. My vision and memory and job performance suffered. My bp skyrocketed (189/121) at age (B)(6). In a year I had a severe angina attack with hospitalization, followed by two more. Heart catheters and ultrasound/exercise/dye treatments show no blockage. It is now known that mercury and lead can do this. They are synergistic. I had ra-like, ms+like, and fm-like symptoms. I had bruxism and eight of the remaining 11 amalgam fillings were the largest the dentist had seen in 5 years. So my exposure to mercury was well beyond epa or FDA "safe" levels. The weird symptoms all cleared with the removal of my amalgams. My angina has not reappeared. My bp is under control with one instead of four meds. The migraines and cluster headaches are gone. I don't fall over or walk into door jams. The tinnitus is improved. Vision is much better. Memory still needs work, but is much improved. I can stand being in crowds and social contact is much easier. I can understand conversations and my math and problem solving abilities are largely returned.